Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Device remains implanted.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Healthcare professional later reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, crease fold, wear abrasion, yellow particles on the surface of the shell. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: there were no issues found related with the manufacturing process. And no openings or issues related to rupture device were observed.

Event description:
The device has been replaced.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Device remains implanted.